Manufacturer narrative:
Correction: after further review, file is now deemed not reportable. Device is now deemed not reportable.

Event description:
The customer reported lvp8100 failed fluid side occlusion test during pm. The pump kept saying "patient side occlusion alarms". There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported lvp8100 failed fluid side occlusion test during pm. The pump kept saying "patient side occlusion alarms". There was no patient involvement.